Event description:
It was reported the pt (B)(6) experienced an allergic reaction that occurred a day after the lead was implanted. Follow-up revealed the pt is doing better and being treated with antibiotics to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.